Event description:
It was reported the patient was having their device replaced "sooner than later". She wanted to have the surgery 3 days after report because they were "suffering as a result of not having therapy."

Event description:
Additional information received reported that the patient received assistance from the healthcare professional or manufacturer representative on (B)(4) 2015 and their concerns were resolved.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: (B)(6) 2009, product type lead. Product ID 435135, serial# (B)(4), implanted: (B)(6) 2009, product type lead.